Event description:
It was reported that during a device change out procedure when the right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD) there were observations of high, out-of-range shock lead impedance measurements, measuring greater than 200 ohms. It was noted there were no issue with the previous device. The device was then removed from the pocket and a tug test was performed in which they pulled the pin out of the header and reconnected it and shock impedance measurements were all within normal range. The ICD and rv lead remains in service. No adverse patient effects were reported.